Event description:
New information received notes that the device was replaced due to eri. The patient was fine after surgery.

Event description:
It was reported that although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically following the advisory.

Manufacturer narrative:
Analysis of production records completed. No device problem found.